Event description:
It was reported that a user initially experienced a sensor connectivity issue, and upon reconnection the ilet pump displayed a low glucose reading with the lowest reported blood glucose of 55 mg/dl; troubleshooting and education were completed. Symptoms included no reported clinical symptoms consistent with asymptomatic hypoglycemia. Outcomes included the event being addressed at home with oral carbohydrate treatment using apple juice, without need for medical intervention. Investigation included a troubleshooting call in which the agent confirmed treatment steps and planned follow-up. Investigation of this case revealed no confirmed device malfunction; the event was characterized as hypoglycemia with unclear cause following a sensor reconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.